Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned. Two photos were provided for review. The first photo shows a vaccess label visible matching the reported lot and catalog information in the record. The second photo shows a portion of the device sterile packaging with what appears to be a hole in the clear plastic portion of the sterile packaging. The ripped portion is being held open. The exact cause of the damage could not be determined in the provided photo. Therefore, based on the photo review, a tear in the packaging can be confirmed. The definitive root cause for the hole in the sterile packaging could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: d2b (dqy;lit), d4 (unique identifier (UDI) #), h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the packaging allegedly had two holes. There was no patient contact.

Event description:
It was reported that prior to an angioplasty procedure, the packaging allegedly had two holes. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 07/2027). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.